Manufacturer narrative:
B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the lld #2 was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv), and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Beginning with spectranetics 16f glidelight laser sheath, the ra and lv leads were removed successfully. During extraction of the rv lead, the lead coil was found to be adhered to the ventricle, extending to the tip of the lead. Upon removal, the patient's blood pressure dropped and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis and sternotomy. An rv perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld #2 providing traction on the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.